Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer. During his inspection, the technician found that the hose that connects the sterilizer to the facility's water line was broken causing water to leak out onto the floor. The technician replaced the hose, tested the sterilizer, confirmed it to be operating according to specifications, and returned the unit to service. The sterilizer was manufactured in 2014 and is not under a steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking water onto the floor. No report of procedure delay or cancellation.